Event description:
A phone call was made to the customer in order to follow up on a previous call he had made for low blood glucose levels. The customer stated that he was hospitalized with low blood glucose levels between 34 and 44 mg/dl. The customer stated that he had eye surgery prior to the event, and had been having heart complications and ketones. The customer stated that all of these issues contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.